Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that there was a leak between the texium closed male luer with the female cap and the non-bonded syringe. Refresher training for proper texium use was offered, however, the customer states that the clinicians know that they need to secure the texium to the syringes properly. There was no report of patient harm.